Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 600mg/dl and a moderate ketone level. The cause was unknown; however, customer's continuous glucose monitor (cgm) was not available as customer did not have the non-tandem cgm supplies. Bg was treated with intravenous insulin and saline. Reportedly, the customer left the ER 4-5 hours later with the issue resolved and no permanent damage.